Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the device receive an internal water pathway replacement or, (2) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email on 11/11/2024. The customer has requested a quote for a trade in as well as for an internal water pathway replacement, as of the date of this report the customer has not chosen an option to proceed with for repair.

Event description:
A cardioquip (cq) depot service manager notified cq service that the internal tubing of this device was identified as potentially contaminated during a depot repair. Pictures were taken of the internal tubing, and sent to the cq operations for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that hpc testing be performed to gain a quantitative analysis of water quality. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received by cq on 11/6/24, indicating device contamination.